Event description:
During a refractive surgery in the right eye, 75% epithelial sloughing occurred. Diffuse lamellar keratitis was also noted post-operatively. Approximately a month and a half later, an epithelial scrape was performed following by a photorefractive keratectomy (prk) on 10/8/99. Best corrected visual acuity: - pre-op: 20/20; post-op: 20/30.